Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during an atrial fibrillation procedure, while using a farapulse generator and a non-bsc mapping system; a pericardial effusion was diagnosed via intracardiac echocardiography. A pericardiocentesis was performed by the physician, the patient was stable and was transferred to intensive care unit (ICU) for observation, no other details were available at this time.